Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ clotting"), abdominal pain lower ("cramping") and feeling abnormal ("brain fog"). The patient was treated with surgery (she underwent hysterectomy). Essure was removed in 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, feeling abnormal, menorrhagia and pelvic pain to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included acid reflux (oesophageal) and obesity. Previously administered products included for an unreported indication: omeprazole and famotidine. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ clotting"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), bladder disorder ("urinary/bladder problems/changes"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), mood altered ("hormonal changes- describe mood changes"), migraine ("migraines/headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, feeling abnormal, vaginal haemorrhage, bladder disorder, dyspareunia, fatigue, alopecia, mood altered, migraine, nausea, anxiety, depression, vaginal discharge, abdominal pain, weight increased, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Current body weight 115.7 kg (255 ibs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received: event: vaginal hemorrhage, bladder disorder, dyspareunia, fatigue, alopecia, mood altered, migraine, nausea, anxiety, depression, vaginal discharge, abdominal pain, weight increased, cystitis, urinary tract infection, vaginal infection, bladder infection urinary tract disorder, headache, dysmenorrhea, device monitoring procedure not performed. Treatment drug, concomitant medication, medical history, historical drug, essure indication, patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included acid reflux (oesophageal), obesity and postpartum depression. Previously administered products included for an unreported indication: mirena, omeprazole and famotidine. Concomitant products included medroxyprogesterone acetate (depo provera) and probiotics nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and urinary incontinence ("bladder or urinary problems or changes/ incontinence"). On (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse"), mood swings (""hormonal" changes- mood swings"), dysmenorrhoea ("dysmenorrhea (cramping),") and mood altered (""hormonal" changes- describe mood changes"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), bladder disorder ("urinary/bladder problems/changes"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). The patient was treated with azithromycin (azo), cocos nucifera oil (coconut oil), fluoxetine hydrochloride (prozac), miconazole nitrate (monistat), sertraline hydrochloride (zoloft), naproxen sodium (aleve tablet) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, feeling abnormal, fatigue, mood swings, anxiety, depression, cystitis, vaginal infection and headache outcome was unknown, the menorrhagia, vaginal haemorrhage, bladder disorder, dyspareunia, alopecia, migraine, nausea, vaginal discharge, abdominal pain, urinary tract infection, urinary incontinence, dysmenorrhoea and mood altered had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Current body weight 115.7 kg (255 ibs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received: new events mood swings were added. Pt of urinary tract disorder updated to urinary incontinence. Outcome of vaginal haemorrhage, menorrhagia, bladder disorder, urinary problems, dyspareunia, dysmenorrhoea, mood altered, alopecia, migraine, nausea, abdominal pain, vaginal discharge, urinary tract infection updated to recovered / resolved. Outcome of urinary tract infection updated to recovering / resolving. Medical history, concomitant, historical and treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.